Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid leak was observed from eic (electrolyte injection cup) area of synchron lx20 pro clinical system. No erroneous patient results were generated. The customer was wearing ppe, and had no exposure to the leak. Msds was reviewed, and the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The leak was observed after the customer changed potassium (k) electrode tip. On (B)(6) 2011, bec field service engineer found that the eic valve electrical plug had been knocked loose. The flow cell electrode wiring hit the eic valve connection when raising and lowering the electrolyte module. The fse repositioned the cabling and demonstrated the issue to the operator. The fse reconnected the plug securely, and the issue was corrected. The root cause of leak was identified as loose eic valve plug connection. (B)(4).